Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks and anti-tachycardia pacing (atp) due atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) recommended programming options. This device remains in service. No additional adverse patient effects were reported.